Event description:
It was reported that there was an event of right atrial (ra) lead noise when the patient presented to the clinic. The lead was capped, and a new right atrial (ra) lead was implanted on (B)(6) 2025. The patient was in stable condition and discharged.